Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument exhibited charring and localized melting on the outer surface at the grip base, with a missing fragment measuring approximately 1.44 mm x 0.85 mm. Due to this damage, a section of the active electrode (grip) was exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the force bipolar instrument had a chipped tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: our cs department noticed the chip on the tip of the instrument when they were cleaning it. Nobody knows exactly what case it came from. The instrument was compared it to another force bipolar to confirm that it was in fact chipped.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.